Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. Boston scientific technical services was contacted, and device replacement was recommended. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. Boston scientific technical services was contacted, and device replacement was recommended. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.